Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 210 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).